Event description:
Boston scientific received information that a latitude red alert was detected from this implantable cardioverter defibrillator (ICD) due to a high right ventricular (rv) pacing impedance measurement, exhibited by a non boston scientific rv lead. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the non boston scientific rv lead was going to be revised.

Event description:
Additional information was provided that the patient was brought to their clinic to have the lead tested. It was noted that the impedances were 600 ohms when first checked, then increased when the patient changed position. It was noted that there were no changes in the pacing thresholds. Ts discussed troubleshooting options and advised further discussions with the physician.